Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, intraocular lens (iol) found to be damaged, it was noticed after implantation in the eye. The iol was not explanted at the time of the report.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged lenses; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo is of intraocular lens (iol) patient labels and is not related to this qs file. The manufacturer internal reference number is: (B)(4).